Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, hemolysis, renal failure, other neurological events (not stroke-related), and death, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of heartmate ii lvas. This section (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Routine labs revealed elevated ldh in setting of patient with history. The patient had a gastrointestinal bleed (gib) and was off anticoagulation. They had no hemolysis or pump dysfunction. The patient was placed on heparin drip for elevated ldh which eventually resolved back to baseline, unfortunately the use of heparin caused further gastrointestinal bleeding. The source of the bleeding was not identified on an esophagogastroduodenoscopy and colonoscopy. The patient received multiple transfusions. Small bowel endoscopies did not reveal the source of gib. The patient had worsening renal function and hypotension due to anemia. They experienced encephalopathy and eventually required vasopressors and intubation. They were unable to be weaned from the ventilator. The death was not considered device related. The device operated as expected.

Event description:
It was reported that the patient had been admitted for bleeding issues and increased lactate dehydrogenase (ldh). After treatment did not work, the family decided to remove care and stop left ventricular assist device (lvad).

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.